Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that on the procedure day, the operator repositioned the right ventricular (rv) lead and right atrial (ra) lead. The ra and rv leads remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.